Event description:
It was reported that during a routine check-up, when the patient got a processor update, it was detected by testing, that the device has malfunctioned. The patient still has normal hearing sensation with her ci. A hit to the head or an accident are not known. The external parts have been checked. The patient was advised not to wear the speech processor any longer. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.